Event description:
A healthcare professional reported several issues with the eye tracker during refractive procedures. The doctors frequently loose the pupil tracking and as a result they turn off the tracker at least once during every surgery day. The user was counseled that is not advisable to turn off the eye tracker. No negative outcomes were reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).